Manufacturer narrative:
Please retract this MDR 2938836-2015-0053698. The original complaints are found to be related and reported to the atrial lead record 2938836-2015-0112723, not the right ventricular lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a procedure since the lead was not working. The physician attempted to reattach the lead. The patient reported having shortness of breath. The patient was addressed by with medicine to counter the device not properly maintaining the heart. No further information is available.